Manufacturer narrative:
The lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until it was removed from the patient on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (31 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
Berlin heart gmbh clinical affairs was informed by the poland distributor on 2025-06-26 that a patient suffered a minor hemorrhagic stroke on (B)(6) 2025, followed by a massive hemorrhagic stroke on (B)(6) 2025, which unfortunately resulted in death. The patient was being supported with an excor blood pump pu valves; 15 ml in/out; ø 9 mm. According to the site, the excor blood pump maintained complete filling and ejection and no deposits in the excor blood pump or anticoagulation problem were reported.